Event description:
Stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm size at time of implant is unknown. It was reported that 49 months post implant during a routing follow up type I endoleak was noted within a contained rupture. Two aneurx aortic cuffs were implanted along with a palmaz stent. The type I endoleak was sealed and the patient no longer has filling into rupture space. No additional clinical sequelae were reported and the patient is fine.